Event description:
A surgery ctr dir reported that during vitrectomy surgery, shortly after the irrigation bottle was changed, there was a loss of pressure in the eye, and the eye went soft. The infusion remained at 30 and there were no alarms. The choroid was coming forward, and the surgeon closed the eye and aborted the case. The surgeon plans to re-operated on (B)(6) 2012. The prognosis is unk. The surgeon is unsure whether the event is related to the sys, or the pt's condition.

Manufacturer narrative:
The company rep examined the sys and could not duplicate the customer reported problem; however, sys message "infusion source is getting low: please check the bottle" was verified in the system's event log. The sys was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).